Event description:
The recipient is reportedly electing to undergo revision surgery for a technology upgrade. Revision surgery is being scheduled.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient will not undergo revision surgery at this time. The recipient remains implanted. This is the final report.